Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to getting into swimming pool with pump. Insulin pump passed self-test. Customer's blood glucose was 60 mg/dl. Customer requested for insulin pump to be request due to waking up with high blood glucose of 490 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No button error alarm or battery out limit alarm noted during our testing. No moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.